Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the mobile application would not open. It was determined that the issue was related to the mobile application. Reportedly, smart device operating system was not a supported system. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined. No additional event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems.